Event description:
A malfunction alarm identified as malf 12 was reported, and there was a request for guidance on resetting the pump, which had not been reset in the past 24 hours. The malfunction recurred even after resetting, prompting the decision to replace the pump. There was no adverse impact to the customer's blood glucose level. The customer was informed about using an alternate insulin therapy, known as mdi, to maintain insulin delivery. Technical support confirmed the shipping address and instructed the customer to put the faulty pump into storage mode and return it using a pre-paid label within ten days. The customer acknowledged and understood these instructions.